Event description:
Note: per rec'd report: embolization of a direct carotid cavernous traumatic fistula at one and a half months after a bicycle accident. Despite the change of detachment control box (dcb), the last coil did not detach. During retrieval, unintended detachment occurred in the microcatheter. An attempt to push the coil back into the aneurysm failed. The coil stretched into the carotid artery where a thrombus formed. A thrombectomy was performed and the thrombus size decreased but still present on the stretched coil. Pt was put under anti-coagulation therapy for a week and aspirin for three (3) months. No brain ischemia found on MRI. Per rec'd report, pt is stable for the moment.

Manufacturer narrative:
The device is being held at the reporting hospital's pharmacy dept pending (B)(6) release. As soon as the product is rec'd, evaluation will be performed and f/u report will be submitted.